Event description:
This is a report of a patient who died coincident with continuous ambulatory peritoneal dialysis therapy. The cause of death was unknown and it was not reported if an autopsy was performed. It was unknown if the patient was hospitalized at the time of death. It was unknown if therapy was ongoing at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4).the sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.